Event description:
It was reported the patient complained the device "keeps me awake all night". Patient reported "burning inside, aches, no redness or swelling outside". Follow up with the physician's office disclosed patient had been seen complaining of tenderness and soreness at device site. Revision procedure to reposition the device was discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).